Event description:
The software allow the treatment of the same field to be delivered multiple times on the same day. Device does not display any warning to the user, to clearly call attention to the fact that the same field is being treated again, unless all of a pt programmed fields are delivered during a single treatment session. It is extremely easy for a therapist to inadvertently overdose a pt by treating the same field multiple times because to the poorly designed software. Although in some instances there is a need to treat the same filed more than once in the same day (bid protocols), a simple solution would be having identical fields needed to be delivered on same day restricted to having different nominations.